Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 23mm sapien 3 valve, in aortic position. Approximately, four years and eleven months post-implant, the valve presented degeneration with gradient of 81 mmhg/51 mmhg. The patient was symptomatic. A valve in valve tavi procedure was performed with a new 23mm sapien 3 valve.

Event description:
Edwards received notification from our affiliate in canada. As reported, a patient underwent an implant of a 23mm sapien 3 valve, in aortic position. Approximately, 6 years and one month post-implant, the valve presented degeneration with gradient of 81 mmhg/51 mmhg. The patient was symptomatic. A valve in valve tavi procedure was performed with a new 23mm sapien 3 valve.

Manufacturer narrative:
Supplemental report submitted to correct d6a implant date and b5. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by returned imagery. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 1 month post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 23mm sapien 3 valve, in aortic position. Approximately, four years and eleven months post-implant, the valve presented degeneration with gradient of 81 mmhg/51 mmhg. The patient was symptomatic. A valve in valve tavi procedure was performed with a new 23mm sapien 3 valve.